Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone = (B)(6). H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angioplasty procedure within stenosed tibial vessels, an unspecified wire became stuck within a cxi support catheter. Per the reporter, the wire was inserted into the catheter but was unable to cross the lesion. The wire then became stuck inside the catheter. The system was removed from the patient, and the user noticed that the catheter had shortened and was "wrinkled". After several unsuccessful attempts to remove the wire from the catheter, it was able to be removed; however, the catheter was damaged. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information has been requested but is not available at this time.

Event description:
Additional information received (B)(6) 2026. Thirty percent of the lesion was occluded and calcified. Another manufacturer's guidewire was used during the procedure. The guidewire was able to traverse the lesion, but the catheter could not. The catheter did not separate but the distal part retracted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5 and d10. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.